Event description:
Event description boston scientific crm received information that this left ventricular lead exhibited loss of capture as it was attached to non-excitable tissue. In a revision procedure to explant the lead and replace with an epicardial lead, the patient went into ventricular fibrillation. One external shock of 360j and three internal shocks from the implantable cardioverter defibrillator were required to return the patient to normal sinus rhythm. The replacement epicardial lead was successfully implanted with no additional adverse patient effects.